Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: brand name: unknown; product ID: harmony-dcs; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; FDA site ID: p1041. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter pulmonic valve, the patient experienced ectopic premature ventricular contraction (pvc) and non-sustained ventricular tachycardia (nsvt). The procedure was completed successfully, however post-op the ectopy remained. The patient was treated with amiodarone and metroprolol medication, and was kept for further observation. Per the physician, the patient's "ticklish" heart and singular choke point at the annulus contributed to the conduction disturbances.

Manufacturer narrative:
Image review: pre-implant case reporting provided for review. No landing zone predicted. Virtual valve imaging shown in annular position, where single choke point is noted. No post-implant imaging was provided; therefore, the device placement or rhythm could not be reviewed. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.